Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and air flowed back into the side port issue occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large had drawn air. The physician immediately replaced the sheath. The procedure was delayed 5 minutes. The procedure was successfully completed. No patient consequence was reported. Additional information was received. It was unknown if air was being introduced into the patient. The physician tried to eliminate the air with an injection. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. The brk needle was used. The event was assessed as MDR reportable for air flowed back into the side port issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and air flowed back into the side port issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-jun-2023, the hemostatic valve was placed in its original place and broken next to the introduction area. The returned condition was assessed as MDR reportable for a hemostatic valve broken issue. The awareness date for this reportable lab finding was 16-jun-2023. The device evaluation was completed on 16-jun-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was placed in its original place and broken next to the introduction area. During the irrigation test, air and water were flowing through the valve. The broken valve could be related to the issue reported by the customer a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 01-may-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002162 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).